Manufacturer narrative:
The product was returned for evaluation. The inspection of the mlx light source found no visible damage. The light source was tested for heating and cable burning concerns. No overheating or burning of a cable or the unit was observed. Root cause: no malfunction. The mlx 300 light source tested within specifications. The reported complaint was unconfirmed. No manufacturing, workmanship, or material deficiency has been identified. (B)(4).

Event description:
A customer reported that on (B)(6) 2019, the 00mlxau mlx 300 xenon lightsource w/(B)(6) power cord had stopped working and was overheating. There was no patient contact, injury or surgical delay reported.